Event description:
The rptr remembers receiving three er1 messages about six months ago. Upon receiving these messages, he tested again and remembers getting readings which are "normal" for him. He sometimes uses the visual color chart, but cannot remember if he referred to it when he received these er1 messages. He did not seek medical treatment or advise and did not make any adjustments to his oral medications based on the er1 messages or treat himself. No allegation of harm was made.